Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to lower abdomen developed paradoxical hyperplasia several months after treatment.

Manufacturer narrative:
Additional information: a2, a4, h6, and b5. H11: corrected data: e1, d1, and d4.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the lower abdomen on (B)(6) 2021 using the cooladvantage+ coolcore and presented with paradoxical hyperplasia (pah/ph). The patient underwent liposuction and developed reocurrent pah.